Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alerted catheter inspection required alarm, customer removed and treatment was completed. Treatment was not restarted because the patient was stable, blood was suspected to have entered the device. There was no reported patient damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
. A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked inside the device. No blood intrusion was observed. After inspection, fse ran it and found no problems. Equipment is in good condition.